Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient faced an event on (B)(6) 2025 where the infusion set tubing came apart close to site location. The site was left side of patient's abdomen and pump was located in the right pocket. No further information available.